Event description:
A surgeon reported a patient with an unexpected refractive outcome following intraocular lens (iol) implant surgery. The patient ended up with a -1.50 spherical equivalent. The surgeon indicated he plans to exchange the lens soon. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not benn received. (B)(4).